Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Unit passed the dat test at 0.08605 inches. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with stained address/serial number label, missing end cap sticker, cracked case at display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they have blacked out 3 times for about the last 3 weeks. And received emergency medical assistance due to low blood glucose, with blood glucose of between 21 to 31 mg/dl at the time of the incidents. The customer has seen their health care professional about the issue and adjustments have been made to the pump, but the black outs keep recurring. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.